Event description:
It was reported that the pt's diagnostic test resulted in high lead impedance on (B)(6) 2011. The last time the diagnostic test was performed was on (B)(6) 2011. The pt's mother also reported that the pt was having an increase in seizures over the last two to three months, which did not appear to be above pre-vns seizure frequency levels. The pt's device was disabled after the high impedance was observed. No pt manipulation or trauma is believed to have occurred to have caused or contributed to the high impedance. The pt's x-ray report was reviewed by the rptr which showed no anomalies. The pt had lead and generator replacement due to the high impedance on (B)(6) 2011. The products are being sent to the MFR for analysis but have not been rec'd to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.